Event description:
It was reported that while performing a transfer set change, an unknown transfer set was on the last threads of an unknown titanium adapter. The patient was then educated to routinely check the connection to ensure that it was tight. Betadine had been used in the transfer set change. This report is to address the transfer set. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 1 of 2 for this event and patient.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).